Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. Per the reporter, the dose and concentration of the medication was ¿about 10¿. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that her pump was alarming. The alarm sound was consistent with the pump alarms. She stated that she let her pump run dry and the alarm had been going off for a year and then in the last month and a half the alarm was going off more often and louder. She stated that she wanted to try cbd oils, so she decided to let her pump run dry and missed her scheduled refill. No patient symptoms were reported. No further complications were reported/anticipated.